Event description:
A physician reported that a pt was skin tested on 10/7/96 in the forearem with negative results. On 11/7/96, she was treated in the perioral are: vermilion, vermilion border, and vertical lines surrounding the lip. A week later, the physician noted that she had excellent results. On 3/24/97, the pt was examined and the physician noted palpable and visible bumps in the perioral area and the forearm. The physician diagnosed a collagen hypersensitivity and prescribed oral benadryl. On 5/12/97, the pt returned to the office and the physician noted that the bumps had not responded to the benadryl. He prescribed oral vitamin e 1000mg daily. On 8/26/97, the pt's symptoms still had not resolved, but no other medical or surgical intervention was prescribed.